Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had severe tortuosity, severe calcification and 80% stenosis). Deformation problem evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had severe tortuosity, severe calcification and 80% stenosis). (B)(4).

Event description:
The physician attempted to deploy an endeavor resolute drug eluting stent. The target lesion was in the mid rca. The lesion had severe tortuosity, severe calcification and 80% stenosis. The lesion was pre-dilated twice with a 2.5x20mm and 3.0x15mm balloon. The stent was unable to cross. It was also reported that the stent was damaged. The physician believes that the difficulty experienced was due to the lesion morphology. The physician stated ¿the artery had a very tortuous structure so the stent could not pass through the lesion.¿ no interventions were reported. No patient complications were reported. Device evaluation: the distal tip was flared and slightly flattened. A number of struts on the 18th and 19th proximal stent segments were raised and deformed. The 23rd and 24th proximal segments were deformed. The remaining segments were intact. There was no further damage evident to the device.